Event description:
It was reported that (1) device was used during a laparoscopic ventral herniorrhaphy. It was reported by the rep that the ems staples were not deploying properly and were not capturing tissue/mesh well. Completed case using a competitor's device. There was an extended o.r. Time of 5 minutes.